Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation submitted 30jul2020 is still valid. E3) occupation: non-healthcare professional. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the following allegations have been investigated: vena cava and right lateral aorta perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Rpn/lot# is unknown but there is no evidence to suggest that this device was not manufactured according to specifications. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016. [Pt] has suffered damages as a result of cook's actions. In particular, several prongs of the cook gunther tulip ivc filter have perforated the vena cava wall, with at least one prong perforating the right lateral aorta". Patient outcome: it is alleged that "[pt] is at risk for future progressive perforations by the gunther tulip filter which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the gunther tulip filter or pieces thereof. [Pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure".

Event description:
Patient allegedly received an implant via the right common femoral vein due to acute deep vein thrombosis (dvt). Patient is alleging vena cava and organ perforation. Patient notes and further alleges "anxiety". Report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter inferior l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc, series 2, image 44. A single prong has perforated the aorta. Maximum distance of prong perforation 7 mm, series 4, image 40. Coronal images show ?-degree tilt left-to-right, series 4, image 39. Sagittal images show 4-degree tilt posterior-to-anterior, series 6, image 29. Diameter of ivc directly above filter 21 mm x 24 mm, series 2, image 35. Attention: a single prong has perforated the aorta in the right lateral aorta".

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g5, h4, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt and anxiety. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.